Event description:
It was reported during peritoneal dialysis (pd) therapy the patient experienced fluid leakage from a transfer set, specified as ¿depressurization" at the "catheter adapter". Subsequently the patient was diagnosed with peritonitis. The cause of the leak was not reported. According to the reporter, the transfer set was in use for 10 days. It was not reported if the patient was hospitalized for the event. The transfer set was changed. The patient was treated with unspecified antibiotics for three weeks. At the time of this report, the patient outcome and action with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.